Event description:
The customer called to report multiple motor error alarms and blood glucose levels greater than 600 mg/dl. Troubleshooting was performed, and no damge to the drive support cap was noted. However, the customer stated that the unit had a crack near the reservoir compartment. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No motor error alarm noted. The motor passed the motor test. The unit had a scratched lcd window, and cracks on the display window corners, battery tube threads, reservoir tube lip and reservoir tube, as well as a broken belt clip slot.